Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at high outputs and the patient experienced stimulation with pacing. An x-ray was performed and showed a lead perforation. An invasive procedure was performed. While the lead was being repositioned, a small pericardial effusion was observed. The lead was explanted and replaced. The patient was discharged the following day. No additional adverse patient effects were reported.